Manufacturer narrative:
The device model (evolution 3e) is not distributed in the USA.

Event description:
The ventilator turned off while connected to a patient. The backup alarm did come on when the ventilator shut off. When the user tried turning the ventilator back on, the vent shut off before the self test could finish. I checked the batteries and noticed they were drained although the green light on the front of the ventilator was on. When I changed the power supply the batteries were charging again and everything was working properly.